Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: does the surgeon wait 15 seconds prior to firing device? Were the tips of device visible during firing? Was the colic pedicle completely skeletonized prior to firing? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and no extraneous tissue was within jaws distal to cut line? How was the bleeding identified? How was the bleeding addressed in reoperation? The account is a competitive conversion for about 2 yrs. The surgeon has been using device for about 2 yrs. And always keeps entire width of compressed vessel proximal to cut line and no tissue within jaws distal to cut line. The reoperation occurred 24/48 hrs. After initial procedure. It is unknown how the bleeding was identified or addressed. A contact in or at the hospital says they were not able to confirm that the staple line was the exact source of the bleeding or not. I know they took the patient back and were able to stop the bleeding. Multiple attempts have been made to obtain additional information about the source of the alleged post op bleed. Although the surgeon reported that he suspects that the bleeding was from the staple line, he has been non-responsive to the additional questions. A tlc75b for device was used for transecting/anastomosis and tx60b to close otomy. He used pvs to take the colic vessel.

Event description:
It was reported that following an l. Colon resection performed by surgeon, where access and mobilization was done laparoscopically, colic pedicle was transected laparoscopically using pvs. Transaction, resection, and anastomosis of colon was performed in open technique. Examination/evaluation for hemostasis was done initially laparoscopically (post stapler firing) and during the open portion, prior to closing, as well. Rep was present. First assistant operating as well. No issues were reported initially. Patient was returned after procedure for reoperation. It is unknown if there were any adverse patient consequences.